Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va03n2j, implanted: (B)(6) 2012, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 08-oct-2016, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that when they explanted the patient's last stimulator they left the wire in and the wire was laying against patient's spine and it was giving patient real difficulties. The patient thought it was just back issues but it was more than that. Patient had x-rays and an MRI done and the biggest thing was that the lead got against the spine and they were getting sharp pains when patient moved certain directions. The issue started probably a good 8-9 years ago but patient just thought maybe it was back issues. Patient started really noticing it in the past 2 years. Patient also mentioned they had been slowly losing weight. Patient thinks over the years the scar tissue and stuff connected the lead to the spine. Patient thought the lead was a lot longer than 6 cm. Patient said the lead was laying out into the muscle and tissue area and was "bothering the hell" out of the patient. Patient did not know how easy it was going to be to take care of it. Patient mentioned they were going to have major neck surgery in september and that was a big issue. Patient wanted to know if the manufacturer wanted the lead to be in the loop. Reviewed the manufacturers role. Patient was redirected to their healthcare provider (hcp) to further address the issue.